Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083511) that a patient of unknown age who underwent an unspecified breast implantation procedure with two 275cc mentor smooth round moderate profile saline breast prostheses, experienced migraines, joint pain, shoulder, neck pain, brain fog, fatigue, anxiety, insomnia, ringing in ears, raynauds, and cardiac rhythm issue post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.